Event description:
It was reported that the pads of the device appeared to be disintegrating at the back of one of our neuro patients on day 3. This patient was moving around in bed and diaphoretic. Per follow up information received via phone on (B)(6) 2024, it was reported that the pad was thrown away. There was no impact to the patient and therapy was completed. The nurse changed the pad out.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "improper consideration of end user requirements-shipping or handling caused damage to device." However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pads of the device appeared to be disintegrating at the back of one of our neuro patients on day 3. This patient was moving around in bed and diaphoretic. Per follow up information received via phone on 13jun2024, it was reported that the pad was thrown away. There was no impact to the patient and therapy was completed. The nurse changed the pad out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.